Manufacturer narrative:
It was reported that the operating room towels have lint clusters. No patients harmed, or significant event. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The operating room towels have lint clusters.